Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. During power up, the unit received pump error 41 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests due to the pump error 41. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 41 alarm on 09/16/2025 16:48:00.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, missing display window/cover and pillowing keypad overlay. In conclusion, unit received pump error 41 during testing. Problem isolated to pcb1.electronic assembly. Battery compartment damaged is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment and pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Troubleshooting determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1881 was requested and customer responded the device was returned.